Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: unable to perform complaint lot history check due to unknown lot number. Investigation summary: customer returned (1) 32g 4mm bd pen needle (used). Consumer reported rear cannula end is broken + gets stuck. The returned pen needle was examined and exhibited a broken non-patient end cannula, likely due to human factor, thus confirming the alleged defect. Level a event no DHR or qn review is required. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be broken when fitted to the pen. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time. Device manufacture date: unknown. OEM manufacture: the manufacturing location for this product is sanofi. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed, and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unknown bd pen needle experienced cannula breakage. The following information was provided by the customer: material no. Unknown batch no. Unknown. It was reported that the non patient end is broken. Verbatim: rear cannula end is broken + gets stuck. Notes: date sanofi received complaint: 11.02.2019. Date sanofi received the sample: 25.02.2019. Pir: (B)(4).